Event description:
The customer reported that a monitor had fallen unexpectedly when the screws that secured it to the clamp body become loose and then disengaged.

Manufacturer narrative:
The customer reported that a monitor had fallen unexpectedly when the screws that secured it to the clamp body become loose and then disengaged. Philips' preliminary analysis indicates the users failed to maintain the mount as instructed in the IFU. In addition, the screws in the mount were not the specified length screws. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).